Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 31mm closure device kept failing the tug test as part of position, anchor, size and seal (pass) criteria. The physician attempted to use a 25mm and then a 35mm closure device, however both devices were failing the tug test. As pass criteria could not be met with the 35mm closure device, the physician decided to abort the case. When the sheath was removed the transesophageal echocardiography (tee) physician noted a pericardial effusion around the right ventricle (rv) that was not present at the start of the procedure. The patient remained hemodynamically stable. The patient was watched for ten (10) additional minutes post procedure to ensure the effusion did not get larger. No intervention was required for the effusion and the patient was discharged home the next day.